Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: ranges from 3 wks to 16 yrs. Gender(s)sex(es): unknown, not provided. Date(s) of event: unknown, not provided. Model #: unknown, as serial numbers were not provided. Catalog#: the catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as the devices were not explanted. Initial reporter phone number: unknown, not provided. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the complaint samples were not returned to the manufacturing site; therefore, product tastings could not be performed, and the complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial numbers are unknown. A search of complaints related to serial numbers cannot be performed since the serial numbers are unknown. Conclusion: no samples were returned, and the serial numbers are unknown; an investigation could not be performed, and product quality deficiency is confirmed. Citation: al-abeeri, a., md, ahmad, s., md, al-gaeed, a., bsc, ahmad, a., phd, malik, r., md, phd, (2020). Incidence and outcome of suprachoroidal hemorrhage associated with pediatric glaucoma surgery, journal of aapos, 24(1), pp. 25.e1-6. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: incidence and outcome of suprachoroidal hemorrhage associated with pediatric glaucoma surgery. Glaucoma drainage device (gdd), when the patient presented as an emergency with decreased vision and was found to have choroidal detachment with sch. Interventions done included continuing postoperative topical steroid (prednisolone acetate) 1%, and atropine 0.5%-1.0%.